Manufacturer narrative:
No button response due to corroded keypad traces. No unexpected numbers ramping on their own noted. Pump received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 171 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.